Manufacturer narrative:
Device evaluation summary: device evaluation of battery packs (B)(4) and battery charger/modem (B)(4) has been completed. The reported problem (battery pack faults, charger faults) have been confirmed. Upon investigation, neither battery pack would charge or power up a monitor. Each battery was drained to the point where they could not recharge (output was 1.88v). The root cause of the defective batteries was defective charger/modem (B)(4) that was unable to charge the batteries. The cause of the defective charger/modem was a burnt power transistor (q1) and a burnt capacitor (c27). The root cause of the defective transistor and capacitor could not be positively identified but was likely random component failure. No adverse event resulted from the defective transistor and capacitor. The pt received a replacement battery charger/modem and two replacement batteries. Device manufacture date: battery pack (B)(4), manufactured 05/2011. Battery pack (B)(4), manufactured 05/2011. Charger/modem (B)(4), manufactured 05/2010.

Event description:
While reviewing pt download data, zoll customer support discovered that a (B)(6) male pt was receiving battery faults and battery pack faults. The pt was issued two replacement battery packs and a replacement battery charger/modem.